Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus service operation repair center (sorc) for evaluation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. The scope communication errors e226 and e216 occur when a communication error occurs with the video system center. Therefore, a failure of the camera cable may prevent communication between the video system center and the camera head, resulting in the scope communication error. Omsc checked the shipping record and found no abnormalities on the device. Therefore, the camera cable may have failed due to user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The inspection by sorc also confirmed followings; the error e226 reported by the customer was not reproduced. The cable was buckling. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that a scope communication error e226 occurred. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that a scope communication error e216 occurred due to the defect of the cable. There was no report of patient injury associated with this event.